Event description:
It was reported that the header block had separated from the can during routine device removal. It was uncertain if this happened during the removal or in that condition while in the pocket. Interrogation of the device prior to the procedure revealed normal device function.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported header anomaly was not confirmed in the laboratory. The device was returned with a broken header; due to the extent of the damage, analysis could not be performed.